Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications. Conclusions - the cause of the occlusion and the infection are unknown. The patient had a medical history of arteriosclerosis obliterans.

Event description:
On (B)(6) 2008, a contralateral leg component of a gore excluder aaa endoprosthesis was implanted in the right axillary artery to treat a pseudoaneurysm developed secondary to a patch placement in the artery. The reason for the patch placement is unknown. On (B)(6) 2009, occlusion and infection of the contralateral leg component were identified. On (B)(6) 2009, the contralateral leg component was removed from the patient. The right subclavian artery was ligated, and a right brachial-femoral bypass surgery was performed. The patient tolerated the procedure. The patient was also treated with antibiotic. It was reported that this patient had a medical history of arteriosclerosis obliterans. The cause of the occlusion and the infection are unknown.